Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no issue with device related critical override. A technical support specialist (tss) verified in the health sight viewer (hsv) and confirmed that no devices appeared under critical override. Multiple queries were run to validate system behavior, and confirmed system was receiving and processing current messages successfully with no errors observed and tss reached out to pharmacist, who confirmed that station worked fine. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device went into override, causing a delay in patient information crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.